Manufacturer narrative:
As of (B)(6) 2021 unused retained product of the same lot as the reported was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report on (B)(6) 2021 consumer states that the product caused side effects that were not listed on the packaging. On 01/08/2021 aso received email from consumer with completed cir. Consumer stated had a rash in her stomach where the bandage adhesive touched the skin. Consumer visited the dermatologist who prescribed a cream.